Manufacturer narrative:
Continuation of d10: product ID 977c165, serial #: (B)(6), implanted: (B)(6) 2025, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 16-sep-2028, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-jan-05, (B)(4): it was reported there was high impedances; electro 11 greater than 40,000. Patient was unable to turn up the stimulation strength from controller, so rep had to program around it. Rep reported they played around with pulse with rate random impedance checks, and ultimately just programmed around the electrode that was out. Issue is ongoing.